Event description:
A customer contacted baxter (B)(4) regarding a leak from a cassette. A leak was observed under the homechoice (hc) machine and the location of origin was unknown. There was patient involvement, but no patient injury or medical intervention indicated with this report.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed during the sample evaluation; therefore, no root cause could be determined. Visual inspection was performed with no abnormalities noted. Functionally, the set was pressure tested and clear passage tested with no abnormalities observed.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.